Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the pump was not annunciating audible tones. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The failure investigation has been completed and the alleged speaker issue could not be verified.